Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the distributor in (B)(4) that during an unknown procedure on (B)(6) 2023, it was observed that the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece device presented coagulation failures and emitted an audible alarm. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary the vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection and functional test of the device were performed, as a result; the distal tip is in a used condition and charred section can be seen at proximal end. The handle assembly as well as well as the cable and plug were in good condition. The device failed in the hipot active return. Function test was performed, coagulation function worked ok, however the ablation function immediate "output short" and spark. A DHR has been performed for lot u2211009 as detailed in control plan, one piece lps electrodes are 100% inspected for functionality as part of their product test regime therefore all reasonable containment is still in place. The customer reported coagulation failure and audible alarm during use. Visual inspection found that the plastic manifold was damaged mostly probably by a 'shorting' vent at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. The complaint failure mode which has been reviewed against the systems risk assessment document, which has been recorded in the spreadsheet line, "internal arcing of instrument". The hazardous situations annotated for this failure mode are 'insufficient rf energy' with a potential outcome (s) / harm being ' incorrect tissue effect'. The risk level severity is categorized as minor and alra (as low as reasonably achievable). The currently probability level is 'probable'. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document and the risk is deemed negligible/minor and no further action is required. Complaint rates will continue to be monitored through standard complaint review channels. Based on a review of the investigation findings and the product risk analysis document no containment or correction action related to the individual complaint is required. It was agreed together with mitek to close the CAPA without a design change, but to implement the reoccurrence of training for assembly aids on elite. As the assembly aids and training documentation have not changed, there is no change in manufacturing process and therefore no adverse impact to final product. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (u2211009), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.